Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device problem code a0203 captures the reportable event of stent damaged. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation found the suture hole torn until the tip. Additionally, the suture and positioner was not returned. Microscopic inspection observed that the suture hole torn until the tip. After the device analysis was found the suture hole torn until the tip, additionally, their suture did not return indicating that it was removed, and the device was used. These failures could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the procedure. Consequently, affect the performance of the device. For that reason, the as analyzed cause code will be "failure to follow instructions." If the suture string/retrieval line is intended to be removed before procedure, the IFU states, the following: retrieval line management options c. The line may be removed before stent placement. The retrieval line may be cut prior to stent placement. Remove the retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull out the retrieval line" according to the time of event, it occurred in the preparation meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found problem. Based on the analysis results, the most probable cause is "failure to follow instructions" since problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that when the polaris ultra ureteral stent was used in a procedure, the lower end of the stent was damaged. Another of the same stent was used to successfully complete the procedure. No patient complications were reported.

Event description:
It was reported that when the polaris ultra ureteral stent was used in a procedure, the lower end of the stent was damaged. Another of the same stent was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device problem code a0203 captures the reportable event of stent damaged.